Event description:
It was reported that unspecificed number of bd saf-t-intima¿ safety system needle detached. The following information was provided by the initial reporter: intimate catheter safety device did not work and we lost venous access to the patient. 05/17/2023: add info received. Was there reinsertion? No. Was there any harm to the patient/caregiver? (Detail) no, but we had to insert a new catheter. Was there exposure to blood or chemotherapy to mucous membranes or skin? No. What medication was being administered? We do not have this information. Contact info received. Which components were affected? Needle and catheter for insertion was it possible to perform the procedure or did another device have to be used? Used another device did the deviation result in any medical intervention (surgery, imaging tests, measurement, etc...)? If yes, please detail. No, we segregated the batch, as it was tested several times by several different people and presented an error. Did the deviation cause a sharps accident to the health professional and/or patient? No. Did the diversion result in any potential security issues? Yes, because in some cases the needle detach out of the device before the end of the insertion.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1260961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Ten retention samples were provided, which were not opened and did not display the reported failure modes. Additionally, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecificed number of bd saf-t-intima¿ safety system needle detached. The following information was provided by the initial reporter: intimate catheter safety device did not work and we lost venous access to the patient. (B)(6) 2023: add info received. Was there reinsertion? No. Was there any harm to the patient/caregiver? (Detail) no, but we had to insert a new catheter. Was there exposure to blood or chemotherapy to mucous membranes or skin? No. What medication was being administered? We do not have this information. Contact info received. Which components were affected? Needle and catheter for insertion was it possible to perform the procedure or did another device have to be used? Used another device. Did the deviation result in any medical intervention (surgery, imaging tests, measurement, etc...)? If yes, please detail. No, we segregated the batch, as it was tested several times by several different people and presented an error. Did the deviation cause a sharps accident to the health professional and/or patient? No did the diversion result in any potential security issues? Yes, because in some cases the needle detach out of the device before the end of the insertion.